Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During third inflation at 12 atmospheres, the balloon vertically ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.